Event description:
Hmi received a medwatch form reporting a device alarmed and discontinued active ventilation. The patient was manually ventilated while the device was removed from service. It was then reported to have "shut off completely" after being removed from the patient.

Manufacturer narrative:
The issue in cer 81060 is deemed as a reportable event since the malfunction which logs different tfs and switches to ambient mode during ventilation will cause the ventilator to become inoperable or stop working as intended. The root cause of the ventilator device showing many tfs and alarming during ventilation was due to a defective control board. Within this investigation it has been confirmed that the device failed to meet its specifications at the time for the event while it was used for treatment or diagnosis. The patient was manually ventilated while the device was removed from service. No harm to patient, user or third party. The allegation in cer 81060 was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above already performed. In future hamilton medical ag will report an event similar as the issue in cer 81060 as it will be deemed as a reportable event.